Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. During follow-up, increase gradient and thickening of leaflets were noted. On (B)(6) 2020, a valve in valve was performed and a 23mm portico valve was successfully implanted. Prior to the valve in valve in procedure the patient had mammary carcinoma k and was treated with chemotherapy and radiotherapy for the last 3 years. The physician believe the valve failed dur to the carcinoma treatments. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: h6 an event of high gradient and thickening of leaflets in a patient who had undergone chemotherapy and radiotherapy was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.